Event description:
(B)(4). Headaches, diarrhea, nausea, very painful ovulation heavy periods, (soaking one pad an hour) heavy clots, painful bloating shooting pains throughout the month lower back pain very painful cramping in back during period achy joints sense of smell has diminished hair is thinner fatigue.